Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-05-30. The patient reported that she rarely got the ¿lightning bolt¿ and when she did, took only one day. The patient reported that one day, the programmer was so awful - she crawled around and it finally quit and she never touched it again. The patient reported that she was still trying to use the recharger and would strap that on several times a week. The patient reported that she finally got the lightning bolt to appear after many button combinations she would reverse it after she could feel energy to the stimulator. The patient reported that the last night she took it off and it kept shocking her and she tried making some calls. The patient reported that the issue wasn¿t resolved because they were packed away. The patient reported that she hoped to start over one more time with assistance in a few weeks. Additional information was received from the patient on 2017-06-14. The patient reported that she was going to give it one more shot and if she couldn¿t do it then she was going to have it ripped out. The patient reported that she was frustrated over the whole situation. The patient reported that she had difficulty understanding how to use her external devices. The patient reported that she was thinking about going back to get shots from her healthcare provider (hcp) because that helped. The patient asked for assistance with walking through some things over the phone then reported that she wouldn¿t touch those things, she didn¿t want to end up on the floor with shocks. The patient reported that ¿when you are incapacitated with your legs sticking up in the air and crying there is something wrong, and can't stand up and crawling around the house" and was a really bad situation. The patient reported that it was her recharger that shocked her and that was the end of it, she had it all put away since then. The patient reported that had not charged her device since that time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she had decided that it was too much work and challenging to use the device. The patient stated that with her previous incident of being shocked she had decided to have the system removed and wanted to know how to start the process.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were unable to turn off their implantable neurostimulator (ins). The patient was experiencing shocking in their legs and couldn't stand up. After some confusion, the patient was able to turn their ins off using their recharger. It was further reported that the patient would get shocked every time they touched their programmer. During the call, the patient stated that their recharger was shocking them as well. It was noted that the shocking from the patient programmer occurred a couple of months ago and the shocking from the recharger occurred on the date of this report. The patient stated that the shocking stopped when they moved the right way. The patient reported that they experienced a fall once and had vertigo. The fall occurred in (B)(6) 2017, right after the (B)(6), and the vertigo occurred at the end of (B)(6) going into (B)(6). It was reviewed that the patient should dial all voltages down to zero before increasing stimulation. The patient also mentioned that they did so good on the trial and that it was a lot different when they put it in. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.